Event description:
For about a week, the pt had intermittent stimulation, a loss of therapeutic effect, and the stimulation was in the wrong location. There was no known accident or incident related to the event. The pt programmer was determined to be working. Parameters were adjusted. The issue was unresolved by troubleshooting. The pt was encouraged to contact their healthcare professional. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).